Event description:
Event description guidant received information that both this atrial implantable lead and this ventricular implantable lead dislodged. This atrial implantable lead could not be successfully re-affixed in the heart tissue. Tissue was noted in the helix of this lead. This ventricular lead was successfully repositioned but exhibited loss of capture the following day. Upon removal of this lead, it was noted to have a damaged helix.